Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiac event and subsequently expired due to the use of the product which was administered for dialysis treatment.

Manufacturer narrative:
(B)(4) . This is one of two device reports associated with this event.